Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that their blood glucose was high at 1569 mg/dl and that hospitalization was necessary due to diabetic ketoacidosis. At the time of the call, the customer had blood glucose of 187 mg/dl and was in the hospital. The customer called to test the pump. Troubleshooting advised customer that a tubing clamp would be sent and to call back once received to perform the high pressure test. The customer was advised to change out the entire set, reservoir and insulin and treat per their doctor's instruction and customer indicated that he would follow up with their doctor.